Manufacturer narrative:
It is not known at this time why the device is not being returned for investigation. Additional information has been requested and if received will be provided on a supplemental report.

Event description:
It was reported that a revision surgery has been necessary after the nail had broken. It was reported that the nail was implanted on the (B) (6) 2008, and the surgery revision took place on (B) (6) 2010.